Event description:
On 24dec2018 and 27dec2018, a customer in (B)(6) reported an error when trying to access the myla® v4.1 cli dl380 server (reference 419061). The error message stated, "service unavailable. The server is temporarily unable to service your request due to maintenance downtime or capacity problems. Please try again later." The customer stated they had run samples on the vitek® ms instrument(s) during this time when the server was unavailable. On 27dec2018, an application specialist connected to the myla server remotely, and restarted the server which resolved the issue. The customer was able to open myla and see the vitek ms results. The customer stated that the reporting of some results was delayed for two (2) days. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
On 24dec2018 and 27dec2018, a customer in finland reported an error when trying to access the myla® v4.1 cli dl380 server (reference 419061). The error message stated, "service unavailable. The server is temporarily unable to service your request due to maintenance downtime or capacity problems. Please try again later." The customer stated they had run samples on the vitek® ms instrument(s) during this time when the server was unavailable. On 27dec2018, an application specialist connected to the myla server remotely, and restarted the server which resolved the issue. A biomérieux internal investigation was conducted. This investigation found that the myla server went down during periodic maintenance of the server while performing an integrity-check.cmd delivered with myla version 4.6.1. Myla version 4.6.1 was the current version of myla, however the customer was using myla version 4.1. This regressed version of the software was not compatible with the version 4.6.1 maintenance task resulting in an unavailable server. A review of complaints showed no other instances for myla v4.6.1 unavailable due to a wrong script.